Event description:
It was reported that the patient underwent an alternative incontinence device implantation after having a previous unknown sling. It was later reported on (B)(6) 2015 that the prior sling was an ams advance sling. It was noted that the level of incontinence initially improved and now is worse, and the sling would be removed on (B)(6) 2015. No additional patient complications were reported in relation to this event.